Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 265 mg/dl and 119 mg/dl. The customer stated the pump display screen was black streak lower right corner and can only make out eight to third of the digital screen. The customer was treated with insulin pump for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.